Manufacturer narrative:
Product analysis: the head of the screw is stripped from what appears to be overload while driving the screw in. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: anterior cervical discectomy and fusion it was reported that the patient presented with cervical disc herniation. Intra-op, the screw was slipped. The product came in contact with the patient. No patient symptoms or complications were reported as a result of this event.